Event description:
It was reported that during a percutaneous transluminal angioplasty, a hole was found in the balloon. The 75% stenosed target lesion being treated was located in the mid left circumflex (lcx). Predilation was performed. The physician used a 2.0x20mm maverick balloon. During inflation, it was noted that the balloon "was not well opened." The physician removed the device and noticed a hole on the balloon. The physician used a non-bsc balloon and deployed a 2.5x28mm promus element stent. The procedure was successfully completed. No patient complications were reported and the patient's status is noted as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).